Event description:
The patient was undergoing a total laparoscopic hysterectomy. The physician was utilizing the gyrus dissecting forceps. Two doctor's were present. The instrument broke at the tip while being used and fell into the cul-de-sac. The first dr. Located the broken tip and removed it from the patient. The broken instrument was the removed from the surgical field and placed into a biohazard bag and given to the clinical manager.